Event description:
The following has been reported: "biomed reported pump problem alarm. Will clean pins/cassette sensor and retest. Biomed reported pins are clean and pump still giving error." Preliminary evaluation shows that this is a common leak (from valve 2); this issue stopped an active infusion. Reporting due to the referenced issue. No adverse effects to the patient were reported. More information is needed to complete the investigation.

Event description:
The device was returned for evaluation. The logs indicated a failure for common leak rate which was associated with valve 2. The failure was confirmed at the final acceptance test station. The pump was reverted to manufacturing mode and tested again via the bring up tool. The bring up tool displayed a failure at the basic hardware check indicating a tank leak failure. The pneumatic assembly was removed so further testing could be performed in the flow room using the manifold test tool. A "golden" pressure board was installed into the assembly to rule out potential board failure. The pneumatic assembly was still displaying a leak rate at the valve 2 location. The "golden" pressure board was then removed and the original pressure board was reinstalled. Valve 2 was removed and a visual inspection of the valve and corresponding location on the manifold assembly was performed to identify any possible signs of particle ingress or other surface defects. After no particulates or surface defects were observed, valve 2 was reinstalled onto the manifold and then tested again. After reassembly, valve 2 was still failing testing due to leak rates. A "golden" set of valves was then installed onto the manifold and the same test was performed again. A passing result was obtained by the "golden" valve set. It was then concluded that valve 2 was the source of the leak due to improper actuation which in turn was causing a leak rate that was beyond acceptable parameters.